Event description:
It was reported that the right atrial (ra) lead had oversensing and intermittent capture. This was due to a prolonged atrial-ventricular interval caused by an intravenous cardizem drip. The patient was in atrial fibrillation and after the intravenous cardizem reverted back to sinus rhythm. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.